Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to display an occlusion error or alert message; the device did provide an acoustic alarm. The caller alleged that due to the occlusion, insulin was not delivered. The patient experienced elevated blood glucose symptoms of being weak, and eventually fainted and went into a diabetic coma. The patient's mother called emt's and the patient was transported to the hospital. The blood glucose result and treatment provided by the emt's was not provided. At the hospital the patient's blood glucose reading was 35 mmol/l. The hospital provided reanimation. The type of treatment provided by the hospital was unknown. The patient's current condition is satisfactory. At the time of the report the patient was still hospitalized; it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.